Event description:
The customer stated that he was out driving one evening and pulled over to test his blood glucose. He rec'd a reading of 68 mg/dl using his elite meter, but did not take any medication. A half hour later, the customer was involved in an accident. He stated that paramedics found him in the highway and tested his blood glucose at 20 mg/dl using their meter. The customer stated that he performed a comparison test using his elite and the reading was 68 mg/dl. The customer did not provide any more info about the event. A check strip and control solution will be sent to the customer for further troubleshooting of the meter. No products will be returned at this time.